Manufacturer narrative:
07-feb-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head totally came off - the small rotating bit. There were two metal shafts that went into her mouth - oral-b [device breakage], product counterfeit - oral-b [product counterfeit]. Case narrative: relative/friend of a female consumer reported via phone that the oral-b toothbrush head rotating bit came off and two metal shafts went inside her mouth. No injury was reported. (B)(6) 2024 follow-up via digital safety assessment survey: the consumer was 55 years old. No injury was reported. 07-feb-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Head totally came off - the small rotating bit. There were two metal shafts that went into her mouth - oral-b [device breakage]. Case narrative: relative/friend of a female consumer reported via phone that the oral-b toothbrush head rotating bit came off and two metal shafts went inside her mouth. No injury was reported. 16-dec-2024 follow-up via digital safety assessment survey: the consumer was 55 years old. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.